Event description:
We are having problems with the product shown below. We have had 4 or 5 that do not clip completely or come unclipped during the procedure. We only ordered these based on the recommendation of your company due to our regular hem-o-lok clips being on a manufacture backorder. Please respond as soon as possible with how we can resolve this issue.

Manufacturer narrative:
(B)(4). Per the DHR, lot number 9820 of product 41114v vlock med clip 6/cart 14/box was manufactured on 14mar2019. A total of (B)(4) pieces were manufactured. DHR investigation did not show issues related to the complaint. The customer returned one cartridge of 41114v vlock med clip 6/cart 14/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the cartridge was returned with no clips remaining. Damage was observed on multiple cartridge tabs. There was also a piece of a broken pierced boss found in the cartridge. The complaint cannot be confirmed since the returned sample had no clips for investigation. The damage to the cartridge tabs and broken pierced boss appear to indicate that user error could have caused or contributed to this event, however that could not be confirmed since no other clips were remaining in the cartridge. It is also possible that using damaged or misaligned appliers could caused the reported issue, but the appliers were not returned for investigation. Therefore, the complaint cannot be confirmed and the root cause is undetermined. A corrective action is not required at this time as the complaint could not be confirmed. No clips were returned for the investigation. Teleflex will continue to monitor and trend on complaints of this nature. The reported complaint of "clip reopens after locking" could not be confirmed based on the returned sample. One cartridge was returned with no clips remaining. The damage to the cartridge tabs and broken pierced boss appear to indicate that user error could have caused or contributed to this event, however that could not be confirmed since no other clips were remaining in the cartridge. It is also possible that using damaged or misaligned appliers could caused the reported issue, but the appliers were not returned for investigation. Therefore, the complaint cannot be confirmed and the root cause is undetermined. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
We are having problems with the product shown below. We have had 4 or 5 that do not clip completely or come unclipped during the procedure. We only ordered these based on the recommendation of your company due to our regular hem-o-lok clips being on a manufacture backorder. Please respond as soon as possible with how we can resolve this issue.